Event description:
The patient reported their infusion system was removed due to infection. The implanted duration was approximately 1 month. Information has been requested from the patient's physician, regarding the patient reported event, and a follow up report will be sent when additional information is received.